Manufacturer narrative:
The company service representative, examined the system. And confirmed and replicated the reported event. To resolve the issue, the nonconforming pneumatics controller printed circuit board (pcb) was replaced. The company service representative, calibrated the pneumatics module. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to the nonconforming pneumatics controller printed circuit board (pcb). The manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy mode on the console was not working properly. The customer tried different handpiece which only worked for a short time. The system was turned off and on again which did not resolve the issue. Patient impact was not reported. Additional information was requested but not received.